Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the vela ventilator, it is alarming xdcr fault. The customer stated the ventilator was on a patient when the reported issue occurred. The customer stated there was no harm or injury associated with this event.

Manufacturer narrative:
The reported complaint was confirmed but not duplicated. The combination of xdcr faults at power-up/auto-zero noticed in the events log with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Solenoids failure. This issue will be internally investigated within vyaire.